Event description:
Patient complained of pain at IV site and attempted to flush and would not flush. The IV was taken out and when removed catheter portion remained in vein and was not attached to hub.